Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces with the connector portion measuring 13.2 cm and the distal portion measuring 33.7 cm. Internal insulation damage due to suture sleeve tie impressions were found at 26.0 and 26.7 cm from the distal tip was found.

Event description:
It was reported that there was noise on the atrial lead. The lead was explanted and replaced. Patient was stable post procedure.